Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of frayed grip cable at the distal idler pulley to be related to the customer reported complaint. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. The conductor wire insulation was not damaged.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the fenestrated bipolar forceps instrument was observed to have a broken cable. The procedure was otherwise completed with no reported injury.